Manufacturer narrative:
One smiths medical cadd-legacy® plus pump was returned for analysis in good condition with a scratched screen. The device history log was unable to be downloaded. The pump was powered up and alarmed ec1260; which indicates an issue with the circuit board. Based on the evidence, the cause of the complaint was due to the circuit board. However, the root cause is unknown.

Event description:
Distributor reported that their ambulatory infusion pump emitted a continuous alarm that was not corrected by battery replacement.